Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the caregiver (cg) explained the home patient (hp) had a negative ultrafiltration (uf) of -785ml last night and this night the hp drained 3882ml in the initial drain. The cg explained the hp had slept through the alarms. The technical service representative (tsr) explained to contact the registered nurse (rn) and inform. The tsr offered to swap but cg stated would talk to the rn. The last fill volume is 2000ml. The hp had no symptoms of increased intra-peritoneal volume (iipv). The hc moved to fill 1 while the tsr was speaking with the cg. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2011 product surveillance contacted the hp's peritoneal dialysis nurse (pdn). The pdn verified the hp's largest prescribed fill volume (lpfv) is 2000ml. The pdn did not request swap. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The reported issue of increased intra-peritoneal volume (iipv) was confirmed by phone fix. A cause was undetermined as the device was not swapped for evaluation. Device history and service history review revealed no issues that might have contributed to the reported problem of iipv. This issue is being investigated through a CAPA.